Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93117917, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. A pumpogram was done on (B)(6) 2013 that was within normal limits. The device was explanted; the patient did not have any symptoms, and did not require hospitalization. It was noted that the patient was evaluated by a neurosurgeon and was advised that the itp was causing her pain.

Event description:
It was reported that during a refill procedure, healthcare provider (hcp) had "blood-colored drug when removing old drug." He put in new drug and pulled that drug back out and the blood was not visible again. He confirmed he was in refill port via fluoroscopy. He reported feeling the metal at the back side of the refill port. During refill, he would stop to pull back drug, every couple of cc's to ensure that he was in refill port. Patient status at time of this report "alive - no injury/no adverse event." No action was taken. Patient reported no "signs of complication, withdrawal, etc." Hcp would be following up with the patient at her next refill appointment. The pump was delivering dilaudid 25 mg/ml at approx 10mg/day.